Event description:
I had surgery for breast augmentation with mentor smooth saline breast implants in 2000. Since then, I suffered over 60 symptoms, and extreme pain. I had them removed (B)(6) 2019. FDA safety report ID # (B)(4).